Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the clear ring at the top broke out and a washer came out. The customer reported that the reservoir does not show signs of damage. The customer reported that the reservoir is unable to lock in place when inserted into the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, missing display window cover, cracked battery tube threads, broken reservoir tube lip, cracked case behind the pump at the corner of the belt clip rails, stained keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.